Event description:
It was reported that during a meniscus repair surgery the t2 was not deployed. The procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.